Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery life of insulin pump, the battery did not last more than a week. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, the customer reported a short battery life or a low battery alarm within 1 week. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2025 07:07:00.000, on (B)(6) 2025 00:07:00.000, on (B)(6) 2025 17:04:00.000, on (B)(6) 2025 15:28:00.000. Insert battery alarm was found on: (B)(6) 2025 07:16:07.000, on (B)(6) 2025 00:15:28.000, on (B)(6) 2025 17:04:40.000, on (B)(6) 2025 21:52:41.000, on (B)(6) 2025 23:50:51.000, on (B)(6) 2025 15:28:43.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 2:39:59 pm. There was no power data available for the dates on (B)(6) 2025. Unable to check power data for low battery alert. In further checking of the pump history records: battery cycle 1 received the low battery alert (104) on (B)(6) 2025 15:28:00 faster than expected at 0.65 days. Battery cycle 2 received the low battery alert (104) on (B)(6) 2025 17:04:00 faster than expected at 1.7 days. Battery cycle 3 received the low battery alert (104) on (B)(6) 2025 00:07:00 faster than expected at 1.7 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 30-jan-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2025 05:27:00.000, on (B)(6) 2025 05:58:00.000, on (B)(6) 2025 06:08:00.000, on (B)(6) 2025 07:12:00.000, on (B)(6) 2025 07:22:00.000, sensor error alert (801) was found on: (B)(6) 2025 00:06:51.000, on (B)(6) 2025 00:41:50.000, on (B)(6) 2025 01:11:52.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Charge/battery lasts less than expected and a high sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing except sleep current measurement. Customer alleged for charge/battery lasts less than expected and a high sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.